Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, the stapler was used during a gastrojejunal anastomosis, the stapler and reload was fired, the staple line was deployed but there was poor staple formation, the line was incomplete and irregular. Upon testing, there was air leak. Suturing through the staple line that was left behind was done to ensure there was no leak.